Event description:
On 21-aug-2025 (event date) 03-sep-2025 (aware date), the user experienced fluctuating blood glucose (bg) levels, with a lowest blood glucose (bg) of 42 mg/dl and a highest of 256 mg/dl. Symptoms reported included headaches and shakiness during the low and hot flashes during the high. The user has been off the ilet since that date and is using novolog and lantus as backup therapy. Blood glucose (bg) was corrected with novolog and lantus. The user requested a factory reset but agreed instead to receive additional training to restart on the ilet. No outside assistance or medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.